Event description:
A falsely high advia centaur intact pth (ipth) test result was obtained by the customer and questioned by the physician. The elevated result was considered discordant when compared to an alternate test method result. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur ipth result.

Manufacturer narrative:
The cause for the discordant advia centaur ipth result is unknown. No conclusion can be drawn. The instrument is performing within specification. Per the IFU under the limitations section: "interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values."